Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, an 80-year-old female patient underwent an angioplasty procedure by using the lutonix 018 drug coated balloon. It was reported that during the procedure, the balloon allegedly twisted and was trouble deflating. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One x ray image was provided and reviewed. There is one image with a balloon inflated. The middle of the balloon has a stricture or uninflated portion with a similar area in the distal balloon near the popliteal artery. The contrast appears to be concentrated. Therefore, the investigation is inconclusive for the reported deflation problem and sheath removal difficulty as no objective evidence was provided for review. However, the investigation is confirmed for the reported balloon twist upon inflation as the middle of the balloon has a stricture or uninflated. A definitive root cause for the reported balloon twist upon inflation, deflation problem and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, an 80 year old female patient underwent an angioplasty procedure by using the lutonix 018 drug coated balloon. It was reported that during the procedure, the balloon allegedly twisted and was trouble deflating. The procedure was completed using another device. There was no reported patient injury.